Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (tes non-functional) was isolated to an open pulse wire in the cable connecting ECG "a" and the front therapy electrode. The electrode belt did not pass a therapy electrode recognition test. The root cause for the open wire was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.